Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings, received lost sensor alarm and calibration error alarms. The customer's blood glucose was 168 mg/dl and sensor glucose was 386 mg/dl at the time of call. The customer was explained there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The customer was explained how glucose travels in the body. The customer stated that the alarm did not occur after performing find lost sensor. The customer also stated that they performed find lost sensor. The customer mentioned that there was a skin irritation and some of skin was pulled off upon removal. The sensor will not be returned for analysis.